Event description:
It was reported that the patient presented to the emergency room twice in one day after receiving inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response (rvr). There was also possible intermittent atrial undersensing events. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).